Event description:
Customer reported a culture of mucogenicum was found during monthly testing. The culture was identified as a result of a water sample test conducted (B)(6) 2014.

Manufacturer narrative:
There are no reported injuries. This incident is currently under investigation, as more information becomes available we will send a follow up report.